Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective therapy. Reprogramming was performed without success. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.